Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set, sleeve leakage occurred on nine (9) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b: additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 30-jul-2025 investigation summary bd received 50 samples from lot 5056829. Functional testing was performed on 10 returned samples and 10 retained samples from each lot. No leakage was observed. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set, sleeve leakage occurred on nine (9) units. No adverse impact was reported regarding.